Event description:
The reporter states that when finishing use, the balloon couldn't be deflated before drawing out the catheter. The doctor cut the catheter to deflate, but failed. Finally, they had to give anesthesia to the pt and pull out the catheter with force. As a result, there was damage to the pt's urethra. The urethra of the pt started to bleed.

Manufacturer narrative:
Based on the available info, the event is deemed a serious injury. An actual root cause analysis could not be performed as the complaint sample is not expected to be available for eval. The history record review did not show any significant abnormalities. However, in most cases of such complaint on non deflation during use could have probably been due to either of the following factors: mechanical obstruction of the inflation lumen due to crushing, clamping or prolonged kinking of the port lead crystallization of inappropriate fluids filling the balloon such as normal saline other electrolyte solution, a defective catheter valve, extrinsic compression from iodine radium seeds implants, obstruction of the inflation channel by debris, mfg defects such as blocked at the "y" junction derived from the threading process, and a small inflation hole or collapsed inflation lumen caused by uneven wall thickness. Deflation techniques like: improper syringe insertion technique. Syringe barrel not adequately / securely inserted into the valve orifice, thus, restricts/prevent deflation. "Force" instead of "natural drainage". Syringe plunger is used to aspirate / withdraw the water from the balloon which causes the inflation funnel to collapse, thus, restricts/prevent deflation. Under normal circumstances, the water is supposed to drain freely via an empty syringe barrel and not with the plunger fitted. Only the residual fluid removed via aspiration if it cannot be drained completely via the syringe barrel. No additional pt/event details have been provided to date. Note: the actual date of event is unk, as the date used was the date convatec became aware.